Manufacturer narrative:
(B)(4): 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences a burning sensation around the ipg site. The sensation occurs regardless of stimulation but is not related to charging. The sjm representative advised the patient to turn stimulation off. The patient is to consult with her physician and have x-rays taken as the next course of action.